Manufacturer narrative:
Eval is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed.

Event description:
It has been reported to us that the balloon deflated unexpectedly during the procedure. The balloon was inserted into the lesion without any problems. Performed dilatation at 14 bar. The balloon then deflated circumferential after five seconds, it was impossible to remove the balloon out of the lesion without friction. Once removed from the pt they observed that the other half of the balloon was inside the pt. At this time the physician decided to leave the material inside the pt. The pt is reported to be doing well.